Manufacturer narrative:
It was reported that six (6) products were not "producing any mist when medication is added for treatment" and were "not able to use during that period of time." One device was additionally reported by the customer as "not misting air, noisy. "No injury, medical intervention, serious injury, or follow-up care has been reported.

Event description:
It was reported that six (6) products were not "producing any mist when medication is added for treatment" and were "not able to use during that period of time."

Manufacturer narrative:
Updated: d9, h3, h6 (type of investigation, investigation findings, and investigation conclusions).